Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for complex reg pain syndrome type I, and spinal pain. It was reported that patient had a fever. The patient¿s mother texted the representative on the (B)(6) stating that the patient was in the hospital with a fever of unknown cause. She stated the wound site cultures are negative and do not look infected. They do not know where the infection is coming from. She also asked if her son¿s device is MRI safe. The patient was admitted to the hospital and they were trying to find out the source of the fever. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s infection was undetermined. They indicated that the patient was given antibiotics to resolve their fever and infection. The rep stated that the patient is discharged from the hospital and is doing well. They noted that the patient¿s device is still implanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.